Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during the site visit fleet assessment, an lvp module was observed with bent/pressed in pins on the female iui connector. The pump module was removed from service and provided to biomedical engineering for repair. There was no reported failure of the devices. There was no patient involvement.

Event description:
It was reported that during the site visit fleet assessment, an lvp module was observed with bent/pressed in pins on the female iui connector. The pump module was removed from service and provided to biomedical engineering for repair. There was no reported failure of the devices. There was no patient involvement.

Manufacturer narrative:
Omit: a0401 - break (1069). Additional information: imdrf annex a and g codes.